Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval there was a node startup failure. The distribution node pca had a shorted u713 component (a mixed signal microcontroller), which controls the gel fire circuitry, electrode falloff, and all belt function. The root case for the shorted component cannot be positively determined. No adverse event resulted from the electrical short. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that his device displayed a service code 204, despite attempts at reseating the electrode belt connection to the monitor. The pt was issued a replacement electrode belt.